Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the battery is worn and needs replacement. It is unknown if the device was being used on a patient at the time of the issue, but no adverse event to a patient or user was reported.

Manufacturer narrative:
It was reported to philips that the battery is worn and needs replacement. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the battery does not hold charge. The device needs a battery, 453564425911 . Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered to customer. The customer to install battery. The device remains at the customer site and no further evaluation is warranted at this time.